Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009 patient presents with ls-s1 degenerative disk disease causing mechanical low back pain. *ls-s1 transforaminal lumbar interbody fusion with a 12 x 25 rom esl graft filled with autograft and allograft of infuse. * nonsegmental instrumentation with the polaris screw system. * lateral arthrodesis with allograft and autograft of infuse. On (B)(6) 2009 patient presents with post fusion pain. Dx spine lumbar 2 or 3v there appears to be significant angulation in the s1 screw on the left side consistent with break in the screw. Lumbar spine view shows there is l5-s1 fusion with unipedicular screw on the left side. The inferior screw traversing the s1 fragment is broken but not displaced. On (B)(6) 2009 nerve block for low back pain (B)(6) 2009 radiofrequency ablation lumbar medial branch nerve (B)(6) 2010, (B)(6) 2011, (B)(6) 2012 each of these office visits the patient presented with the same complaint of residual backpain after lumbar fusion; pain is mainly across the low back, hips, and buttocks. Moderate to severe, constant ,follows no typical pattern, sharp and dull in sensation (B)(6) 2012 ot of the lumbar spine without intravenous contrast: l6.s1: there is fusion at left l5-s1. There is significant heterotopic bone formation around the spinous process clamp, there is also some bone formation in the epidural space at l5-s1 on the left side with a bridge lesion extending from the left disk region towards to lamina. On (B)(6) 2012 patient underwent lumbar surgery (foraminotomy) for left sided lumbar radiculitis to include hardware removal (B)(6) 2012 with some improvement in low back pain but not improvement in leg pain. Removal of posterior instrumentation with removal of the spire plate from, and removal of biornet screws. Aspiration of the arthrodesis at l5-s1 foraminotorny with neurolysis of the left l5 and slnerve roots. (B)(6) 2013, patient presents with low back pain and left leg pain after lumbar fusion.